Event description:
A malfunction alarm occurred, but the customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The customer contacted technical support, who provided pump reset information and assisted with the reset. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump and to call back if the issue happened again.